Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse performed a performance verification testing and noted a speaker inoperative message was displayed and believed the speaker to have sound. The fse replaced the speaker assembly and mainboard to clear the speaker inoperative message. After speaker and mainboard replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips service engineer went to the customer¿s site and replaced the main board and speaker. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # +442071883795.

Event description:
The customer reported that the system displays a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.